Manufacturer narrative:
One device was received for evaluation. Visual inspection found the downstream occlusion (dso) seal to be detached. The dso seal was replaced, and the dso and the upstream occlusion sensors were calibrated. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device had a missing battery compartment component. There was no patient involvement, the issue was discovered during testing. The device evaluation revealed a detached downstream occlusion seal.